Manufacturer narrative:
Analysis could not confirm the reported event; the programmer didn't switch off during a 48 hour endurance test. Analysis found the left cord bay latch was broken and the lower left bullet was missing. Errors were found in the programmer software history. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer switched off suddenly. The programmer was returned for service. No patient complications have been reported as a result of this event.